Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Zisv6-35-125-6.0-140-ptx not cleared / approved in the us. However, this device is considered 'similar' to other zilver¿ ptx¿ drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k) #p100022/s014. This follow up report is being submitted to inform FDA that investigation into this event is complete and the conclusion of this investigation has been updated. The zisv6-35-125-6.0-140-ptx device of lot number c1325983 or c1325986 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. There are two devices and complaint files related to this occurrence. Reference related report # 3001845648-2017-00450. The physician made additional comments: the assistant physician might have held the retraction sheath on the first device. However, stent fracture is almost unacceptable. I do not understand why it happened. The used sheath was not a guiding sheath but a short sheath, so kinking of the short sheath was concerned. Since the retraction sheath could not be retracted, I carefully withdrew the entire delivery system. The point between the retraction sheath and the stability sheath was outside the short sheath. From customer testimony it is known that the complaint device was used with a boston scientific, 6fr by 7cm, super sheath access sheath. The complaint device was advanced over a 0.018 diameter, asahi intecc treasure floppy wire guide. At the time of the investigation, the images were not available. The investigation will be updated if the images are provided at later date. On evaluation of the returned device, the engineers tested the function of the thumbwheel by rotating the thumbwheel by three or four clicks. The thumbwheel functioned as expected. 82mm of the stent was still loaded into the delivery system sheath, with a portion of the stent seen exiting the sheath. The engineers were unable to flush the device. A 0.035 diameter wire guide was advanced through the device, with no resistance, and congealed blood was seen exiting the system. The stent was deployed fully in the lab, with no issues. The stent was measured as 95mm long, indicating that 45mm of the stent was missing, consistent with the customer testimony that 30 or 40mm of the stent fractured and remained in the patient. There was no tactile damage on the sheath. The device handle was opened, and the joint between the stent retraction wire and the stent retraction sheath was intact. The complaint is confirmed as the failure was verified in the laboratory. The stent was fractured with approximately 45mm of the stent missing. Possible causes for this occurrence could include the use of a non-recommended wire guide, and the procedural method. From customer testimony, it is known that the complaint device was advanced over a 0.018 diameter wire guide, and the stability sheath was not in the access sheath during deployment. These factors could have caused or contributed to the difficulties encountered during deployment, and the stent fracture. However, as images of the procedure are not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product packaging insert: to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion. "Under fluoroscopy, advance the delivery system over a 0.89-mm (0.035-inch) guide wire through the sheath until the distal end stent marker goes beyond the target lesion" the distal end of the stability sheath should be inside the access sheath. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1325983 or c1325986. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An additional stent was placed to cover the stent portion. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to inform FDA that investigation into this event is complete and the conclusion of this investigation has been updated. Initial report details: two ptx devices (c1325983 x1 + c1325986 x1) are used for the procedure of stent placement in the sfa by ipsilateral approach from the groin. Used sheath was another manufacturer's short sheath and wire guide was 0.018inch. There was no calcification or tortuosity in the patient anatomy. The first stent: c1325983 or c1325986) balloon pre-dilation was performed with sterling (3x60). After deploying 3~4cm of the stent without any problem, the physician suddenly encountered a difficulty in retracting the retraction sheath. While the physician withdrew the entire delivery system to deal with the difficulty, the stent broke and separated. The deployed stent inside the patient was post-dilated with the same balloon as used for pre-dilation (3x60) and another segment was removed with the delivery system. The desired stent position needed a certain space from the entrance of the sfa and the user decided to place another ptx additionally. The second stent: (c1325983 or c1325986) balloon pre-dilation was performed with sterling (5x60). After deploying 3~4cm of the second stent without any problem, the physician encountered a difficulty in retracting the retraction sheath resulting in stent elongation as much as the stent partially came out of the placed short sheath outside the patient body. Therefore, the section of the stent outside the short sheath was pushed back into the patient with a metal stick used in the urology field, then the procedure was finished after post ballooning with the same device as used for pre-dilation (5x60). Final confirmatory angiography confirmed that the blood flow was secured. Reference related report # 3001845648-2017-00450.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Zisv6-35-125-6.0-140-ptx not cleared / approved in the us. However, this device is considered 'similar' to other zilver¿ ptx¿ drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k) #p100022/s014. This follow up report is being submitted to inform FDA that investigation into this event is still being carried out. A second follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
This follow up report is being submitted to inform FDA that investigation into this event is still being carried out. A second follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: two ptx devices (B)(4) are used for the procedure of stent placement in the sfa by ipsilateral approach from the groin. Used sheath was another manufacturer's short sheath and wire guide was 0.018inch. There was no calcification or tortuosity in the patient anatomy. The first stent: (B)(4)): balloon pre-dilation was performed with sterling (3x60). After deploying 3~4cm of the stent without any problem, the physician suddenly encountered a difficulty in retracting the retraction sheath. While the physician withdrew the entire delivery system to deal with the difficulty, the stent broke and separated. The deployed stent inside the patient was post-dilated with the same balloon as used for pre-dilation (3x60) and another segment was removed with the delivery system. The desired stent position needed a certain space from the entrance of the sfa and the user decided to place another ptx additionally. The second stent: ((B)(4)): balloon pre-dilation was performed with sterling (5x60). After deploying 3~4cm of the second stent without any problem, the physician encountered a difficulty in retracting the retraction sheath resulting in stent elongation as much as the stent partially came out of the placed short sheath outside the patient body. Therefore, the section of the stent outside the short sheath was pushed back into the patient with a metal stick used in the urology field, then the procedure was finished after post ballooning with the same device as used for pre-dilation (5x60). Final confirmatory angiography confirmed that the blood flow was secured. Reference related report # 3001845648-2017-00450.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Zisv6-35-125-6.0-140-ptx not cleared / approved in the us. However, this device is considered 'similar' to other zilver® ptx® drug eluting peripheral stent devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k) #p100022/s014. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Two ptx devices (c1325983 x1 + c1325986 x1) are used for the procedure of stent placement in the sfa by ipsilateral approach from the groin. Used sheath was another manufacturer's short sheath and wire guide was 0.018inch. There was no calcification or tortuosity in the patient anatomy. The first stent: c1325983 or c1325986). Balloon pre-dilation was performed with sterling (3x60). After deploying 3~4cm of the stent without any problem, the physician suddenly encountered a difficulty in retracting the retraction sheath. While the physician withdrew the entire delivery system to deal with the difficulty, the stent broke and separated. The deployed stent inside the patient was post-dilated with the same balloon as used for pre-dilation (3x60) and another segment was removed with the delivery system. The desired stent position needed a certain space from the entrance of the sfa and the user decided to place another ptx additionally. The second stent: (c1325983 or c1325986). Balloon pre-dilation was performed with sterling (5x60). After deploying 3~4cm of the second stent without any problem, the physician encountered a difficulty in retracting the retraction sheath resulting in stent elongation as much as the stent partially came out of the placed short sheath outside the patient body. Therefore, the section of the stent outside the short sheath was pushed back into the patient with a metal stick used in the urology field, then the procedure was finished after post ballooning with the same device as used for pre-dilation (5x60). Final confirmatory angiography confirmed that the blood flow was secured . Reference related report # 3001845648-2017-00450.